Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported rupture on contralateral side. Ultrasonoscopy report showed left side "fluid around the implant". Device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Continued e1 (B)(6). Continued h6 (health effect - impact code 4): f15.

Event description:
Healthcare professional reported rupture on contralateral side. Ultrasonoscopy report showed left side "fluid around the implant". Device has been explanted and replaced with a non-allergan device. This record relates to the left side.